Manufacturer narrative:
The reported premature battery depletion was not confirmed on the victory pacemaker. A review of the auto capture diagnostics found the algorithm enabled and operating intermittently at high output mode (hom). Pacing at hom increases current drain and decreases voltage, which can affect the estimated longevity of the device. A longevity calculation was performed and the pacemaker¿s observed longevity and estimated remaining longevity were within the expected limits. Electrical and mechanical testing in the laboratory indicated normal functionality for a pacemaker nearing eri.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the device was explanted and replaced to resolve the event, and the patient was stable following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was noted to be at elective replacement indicator (eri) sooner than anticipated. Premature battery depletion was alleged. A device replacement was planned, and the patient was stable with no consequences.